Event description:
According to the reporter: used for pd. When firing, the jaws stopped working and staples were malformed. The procedure was completed with another device. Operating time extended by less than 30 minutes. Additional tissue was resected.